Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hypoglycemia. The customer¿s blood glucose level was 36 mg/dl and the other blood glucose values was 111 mg/dl, 31 mg/dl and 90 mg/dl. Customer did not mention any symptoms related to low blood glucose level. The customer declined troubleshooting for low blood glucose level. Insulin delivery was suspended due to blood glucose and sensor glucose difference. The sensor glucose was 110 mg/dl. The device will not be returned for analysis.